Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 2 strip issue. According to the ot ultramini owner's manual, an error 2 could be caused either by a used test strip or a problem with the meter. In addition, the patient alleged the meter was not powering on when the power button was pressed. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issues first occurred 1 week prior to contacting lfs. The patient reported using oral medications with diet and/ or exercise to manage her diabetes. The patient reported 4 days after the alleged issue occurred she developed symptoms of blurry vision. The patient reported on (B)(6) 2013 she had something to eat or drink in response to the alleged symptoms. During the time of troubleshooting, the cca determined this was not the first time the meter had been used and there was no misuse of the product. The cca confirmed when a new test strip was inserted into the meter the meter turned on, when the power button was pressed, the meter did not power on. Replacement products were sent to the patient and the products were requested for return. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of hyperglycemia. (B)(4).